Event description:
It was reported the pt's scs system was auto-reducing and lost stimulation. It was reported the pt suffered a fall about 11 months ago and had hip surgery 2 weeks ago. Diagnostic testing revealed half of the contacts are invalid. Reprogramming was unable to provide effective stimulation. The pt reported her pain pattern has changed. The pain was previously in the left side and it is now in the back and hip. The pt is pending an appointment with her neurosurgeon.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.